Event description:
The user facility reported that the saline bag was filling during recirculation while in set-up mode. According to the biomedical technician, the machine was removed from the floor. There was a suspected filling program issue, so the entire air separator assembly was replaced. The machine was then put back on the floor without further issues.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.